Event description:
It was reported that during an anterior resection procedure, the doctor did a purse string for the anvil and placed the device transanally. He went to fire the device but the device would not fire. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.